Event description:
It was reported that the cd small aseptic battery could not be charged. This resulted in a 30 minute delay in a procedure. The case was completed successfully and there were no adverse consequences associated with this event.

Manufacturer narrative:
During device evaluation the battery was found to be unconditioned, which is the probable cause of the battery not being able to charge. The device was discarded by the manufacturer.

Event description:
It was reported that the cd small aseptic battery could not be charged. This resulted in a 30 minute delay in a procedure. The case was completed successfully and there were no adverse consequences associated with this event.